Manufacturer narrative:
Additional and/or corrected data: b5, b3, b7, d3, g1. Dueñas-rodríguez, b.; navarro-cecilia, j.; luque-lópez, c.; sánchez-andujar, b.; garcelán-trigo, j.a.; ramírez-expósito, m.j.; martínez-martos, j.m. Single-stage immediate breast reconstruction with acellular dermal matrix after breast cancer: comparative study and evaluation of breast reconstruction outcomes. Cancers 2023, 15, 5349. Https://doi.org/10.3390/cancers15225349.

Event description:
Abbvie became aware of a literature publication from spain titled, ¿single stage immediate breast reconstruction with acellular dermal matrix after breast cancer: comparative study and evaluation of breast reconstruction outcomes.¿ this correction report is being filed to provide the correct title of the publication, patient age and the article attachment.

Event description:
Abbvie became aware of a literature publication from spain titled, "an evaluation of the relative safety of artia porcine acellular dermal matrix in the setting of implant-based breast reconstruction", on a prospective cohort study of patients undergoing a skin-sparing or nipple-sparing mastectomy and immediate prosthetic reconstruction with or without a biological mesh. The mesh used was strattice and there were 62 reconstructions with it and 41 without it; the implants used both with and without strattice were allergan natrelle 410. The authors report the following complications: seroma - strattice: 5 (8.1%); no strattice: 5 (12.2%). Infection - strattice: 3 (4.8%); no strattice: 3 (7.3%). Necrosis - strattice: 11 (21.6%); no strattice: 5 (12.2%). Hematoma - strattice: 5 (8.1%); no strattice: 3 (7.3%). Total or partial loss of nac - strattice: 3 (4.8%); no strattice: 4 (9.8%). Implant loss - strattice: 3 (5.9%); no strattice: 9 (24.3%).

Manufacturer narrative:
Clarification to h6 (f1903, b17, b20) - implant loss and removal occurred in a total of 3 patients with strattice mesh. This event is being reported as serious injury due to the reported infection and necrosis with surgical intervention. The lots associated with this event were not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.